Event description:
During a period of eval of the 6f selector catheter, four pts suffered strokes. All of the pts have recovered, two suffered strokes after the pts have recovered, two suffered strokes after the pts had been transferred back to the floor. The end user hosp has not used product samples to return. Lot numbers provided are based on shipping history to hosp.